Manufacturer narrative:
B5: additional information received on 03-nov-2022 via email and attached to complaint object: the events did not occur while the pumps were in use with a patient. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updates not required. D10: device available for evaluation: updated.

Manufacturer narrative:
Device evaluation: tamper seal on plunger assembly broken. Cracked on right plunger case. Force sensor test error was found at power up and the reading of force sensor is out of the required specs. Force sensor is out calibration due to normal wear. Performed pm maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service a force sensor alarm occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.